Event description:
It was reported via repair work order that the cot dropped from the ambulance upon unloading. This was reported to be due to the safety bar missing the safety hook as a result of potential user error. There was no patient involved and no injuries resulted from the event.